Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ pen needle 31x5 5b ema has been found experiencing inability for the shield to detach before use. The following has been provided by the initial reporter: on 12:00, (B)(6) 2019, during replace the pen needle, it¿s noticed that out shield too tight and unable to detach.

Event description:
It has been reported that the bd¿ pen needle 31x5 5b ema has been found experiencing inability for the shield to detach before use. The following has been provided by the initial reporter: on 12:00 , (B)(6), 2019, during replace the pen needle, it¿s noticed that out shield too tight and unable to detach

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see section h.10.